Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the tip of the probe broke off inside the patient. The tip could not be retrieved. No additional patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Additional info: visually confirmed approximately ~20 mm of the instrument tip has been broken off. Fracture surface analysis reveals a fairly flat fracture surface and circular material movement, consistent with torsional overload.